Event description:
It was reported that during sterile processing at the user facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the reported event was confirmed, there was a hole in the hose. The following was found upon disassembly: worn rotor housing and worn vanes. The event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquiries of this type for adverse trends.

Event description:
It was reported that during sterile processing at the user facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.